Manufacturer narrative:
(B)(4). Medical products; biolox delta option head, 40mm, item# 650-1058, lot# 3041313. Multiple MDR reports were filed for this event, please see associated reports: 3002806535 -2022 -00488. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient was revised 23-days post-implantation, due to a superficial infection. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and/or corrected information. D10: 40mm i.d. Size g neutral liner, item# 30104007, lot# 65338076. During the investigation process a review of the sterile certifications were reviewed and found to be conforming with no applicable deviations. Devices were verified to have gone through acceptable sterilization process following iso/aami/astm & EU published guidelines. There are multiple factors that may contribute to an infection that are outside the control of zimmer biomet, such as external factors, i.e. Hospital/surgical environment, provider related risk factors, and/or patient comorbidities/risk factors. As there are no indications of a product or process issues identified affecting implant safety or effectiveness, implanted products are not identified as the source or contributing to the reported infection. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.